Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a lot noise, out of range impedance measurements, threshold issues and loss of capture on the right ventricular (rv) channel. Review of the stored data identified two signal artifact monitor (sam) events due to high frequency noise. Pacing impedance measurements on the left ventricular (lv) channel were also out of range. All of the impedance measurements utilized the rv distal coil; therefore, an integrity issue involving the rv distal coil was suspected. A boston scientific technical services consultant suggested programming options and communicated to the caller a rv lead revision procedure may be required. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a lot noise, out of range impedance measurements, threshold issues and loss of capture on the right ventricular (rv) channel. Review of the stored data identified two signal artifact monitor (sam) events due to high frequency noise. Pacing impedance measurements on the left ventricular (lv) channel were also out of range. All of the impedance measurements utilized the rv distal coil; therefore, an integrity issue involving the rv distal coil was suspected. A boston scientific technical services consultant suggested programming options and communicated to the caller a rv lead revision procedure may be required. No adverse patient effects were reported. It was reported that a subsequent revision procedure was performed due to a fracture of this rv lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.